Event description:
It was reported that a progav 2.0 shuntsystem (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system experienced an unspecified malfunction. The patient underwent a revision procedure on an unknown date. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: on (B)(6) 2022 the employee of aesculap inc. Received the information, that the valve has a malfunction. An investigation of the malfunction was not possible because the product was not available. Further actions: based on the current information, no further regulatory actions are required from our point of view.